Event description:
On (B)(6) 2025, the user reported that their ilet device battery was not charging. The charging pad light was steady, but the ilet displayed ¿charge ilet now¿ despite being on the pad for 30 minutes. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.